Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to possible myopotentials. Programming changes and further testing were recommended. The patient was in good condition.